Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that their vela ventilator was alarming vent inop. The patient was put back on vent after tracheostomy, then vent inop pop up again. The patient was transferred to other vent, no harm noted.